Event description:
Boston scientific crm received information that this device delivered several inappropriate shocks for supraventricular tachycardia. The device eventually exhausted therapy.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects reported.